Event description:
It was reported that an ilet user experienced higher blood glucose readings after the healthcare provider raised the glucose target to reduce postprandial hypoglycemia, which increased total daily insulin and led to more frequent infusion set and insulin changes. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and completion of troubleshooting and education. Investigation included a review of user reports and education on how target settings influence insulin delivery and supply use. Investigation of this case revealed no device malfunction and indicated that the observed hyperglycemia and increased insulin use were consistent with therapy settings and user physiology. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.